Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported about one month after implant that there was evidence of oversensing of atrial paces on the right ventricular (rv) lead during the rv pacing threshold test. It was also reported that the patient's right atrial (ra) lead has high pacing thresholds. No changes were made and the rv and ra leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.